Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the frame/weld was broken on the thigh/foot deck (the right side bracket had no penetration on it). An expanded evaluation was performed. The expanded evaluation report confirmed that the thigh and foot deck was received with a broken weld where the two pieces are screwed together. Additionally, the other mounting tabs for the screws were starting to break in a similar fashion. A separate mounting tab was also bent and scratched. The underlying cause could not be determined. Fields were updated accordingly. Additionally, the cfn/fei number, manufacturer, serial #, and MFR. Location were updated. Invacare mfg site should be (B)(4), and the FDA registration number should be (B)(4).

Event description:
Customer broke the thigh and foot deck at a weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer broke the thigh and foot deck at a weld.